Event description:
On october 23, 2009, user facility medwatch (B) (4) was received from the FDA with the following event description: "volun 19-aug-2009: during a robotic davinci case the instrument arm grasper broke inside pt, but staying intact, after completion of case, a cutdown was performed at the incision site allowing removal of instrument, op report; instrument through 3rd davinci arm snapped at level of port and given angulation; was difficult to remove through poa. At the end of the case, arm was manipulated and instrument was pulled along with arm after extending incision by 2-3 cm, pelvic cavity was irrigated, fragments from instrument sheath were removed."

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. The user facility is unk at this time and additional investigation can not be performed. If additional info becomes available or the instrument is returned for eval, a follow-up MDR will be submitted.